Event description:
It was reported, the patient had increased pain starting the last two weeks that was "unbearable". The patient has "testing" performed and they found a small leak in the catheter. The patient also had a myelogram performed the day before yesterday. The patient had an appointment with a surgeon to set up a surgery on "the vertebrae that [was] a problem on the patient's back". The patient then had a "large spinal hardware case" and the healthcare professional (hcp) repaired the catheter by excising the pin hole area of the catheter next to the anchor. A pin connector was utilized to put the pieces back together. The patient dose was not changed. The pump area was not accessed and the hcp did not touch the pump as the patient was in a prone position. The pump was used to deliver sufenta, morphine and two other unknown drugs. The resolution of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).